Event description:
Rti biologics, inc. (Rti) has initiated an investigation based on a complaint of post-operative infection reported on (B)(6) 2012. On (B)(6) 2012, the pt underwent a bilateral breast reconstruction with allomax dermis grafts. On (B)(6) 2012, the grafts and expanders were removed. Final cultures (side unk) yielded pseudomonas aeruginosa. The pt was underwent antibiotic therapy for 10 days. The surgeon reported he has had an increase in gram negative infections in several pts post breast reconstruction surgery. The surgeon is requesting a review of records related to the tissue. No complications were reported with the graft implanted on the right side. Both donor and manufacturing records are re-reviewed as part of rti's investigation. No deviations were noted for the donor and all rti donor eligibility requirements were met. Musculoskeletal and dermal tissue were recovered by independently registered tissue banks. Rti and its subsidiary received all musculoskeletal/dermal tissue from donors (B)(6). Both donor and manufacturing records were re-reviewed as part of rti's investigation. No deviations were noted during post-tutoplast processing for the donors and environmental monitoring results were acceptable during and around the time of post tutoplast processing for the donors. Review of pre tutoplast processing and environmental monitoring are pending. Rti has manufactured and distributed a total of (B)(4) allografts from donor (B)(6) and received (B)(4) records of implantation with (B)(4) records specific to dermis allografts. (B)(4) has manufactured and distributed a total of (B)(4) allografts from donor (B)(6) and received (B)(4) records of implantation with (B)(4) records specific to dermis allografts. The grafts were manufactured according to specification. To date, our investigation is without indication that the grafts contributed to communicable disease transmission. MFR report#: 302719998-2012-025. (B)(6).